Event description:
It was reported that during a breast surgery, noted the packing was damaged. Another device was used to complete the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4), date sent: 7/19/2023, d4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 248c36, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Seal. 2. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal or the plastic bag)? Pouch seal 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Edge unsealed. 5. Did the damage of the primary packaging compromise the sterility of the device? Yes 6. Please provide a picture (if available). 7. Could you please clarify if there were any patient consequences? No. 8. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch #248c36. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the pmw35 device was returned nonfunctional along with its opened packaging. Upon visual inspection of the packaging, no damage or anomalies were noted. The device was received with the cartridge detached from the handle. Further analysis shows that it was observed conforming welding between the directors of the handle and the cartridge. Also, the cartridge has pieces of the directors of the handle that remains adhered to the cartridge after the fracture occurred, confirming that an excessive force produced the separation between the components. No functional test was performed due to the condition of the device. The condition of the returned device is related to an external cause as improper handling. The event described could not be confirmed as no damages were noted on the returned packaging. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 248c36, and no non-conformances were identified.